Event description:
The customer called for help with her contour ts meter. She performed control tests while troubleshooting and received a result of 221 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.